Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a battery compartment crack and moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a temperature issue with moisture ingress and damage to the pump. These reports were received from various sources. The patient associated with this allegation was a male, (B)(6) of age.